Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing and defibrillation impedance. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.